Event description:
It was reported during a site visit to the facility that pumps are experiencing nuisance upstream occlusion alarms (medications, programmed amounts and delivery rates unk). It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device has not been identified or returned to baxter for eval. If a device is identified and returned, a supplemental will be submitted.